Event description:
Procedure type: unk. According to the reporter: after the balloon was inflated, a metal screw fell off the device. There was no report of pieces falling into the cavity or impacting the pt. The operating time was extended by 5 minutes. A new instrument was used to complete the procedure. No pt injury was reported.